Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this right atrial (ra) lead had a systemic methicillin-resistant staphylococcus aureus (mrsa) infection. Moreover, patient was given antibiotics. The ra lead was explanted. No additional adverse patient effects were reported.